Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. Upon loading an egia45avm onto a egiaustnd the reload failed to open. The egia45avm was replaced and the surgeon proceeded with transection of a blood vessel. Subsequently several other reloads (egia45amt) were successfully used for the transection of a blood vessel. Subsequently several other reloads (egia45amt) were successfully used for the transection of the lung during a vats left lower lobectomy. During one firing of an egia45amt, the reload failed to reopen whilst engaged and clamped on the tissue. Surgeon unsuccessfully tried to force jaws open. Reload was surgically removed from tissue. Procedure was completed with new handle and reload w/o significant complications. No harm to pt blood loss: 400-500ml, significant add'l time required, no known adverse outcome.